Event description:
Two devices (part# cev9738t5 and cev525m) were returned to mxi service and repair.

Manufacturer narrative:
D11: device 2 of 2: cev525m (lot #120103) - manufacturing date: january 2012. The device (part #cev9738t5) was evaluated and indicated that one of the jaws was extremely bent and a part of the tungsten plate was missing. The instrument presents a cf21/12 marking not affixed by microfrance and multiple proofs of repair/modification outside of the microfrance workshops. The instrument was very likely repaired/modified outside of the microfrance workshops by an unqualified external medtronic service provider. Cev525m was evaluated and indicated that the handle was difficult to use. The sheathing was damaged and the jaw was separated. Handle very likely did not receive lubrication from the client. As for the sheathing, it was damaged after collisions during use and the reprocessing stages. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).